Manufacturer narrative:
Add'l info was received regarding the reported issue, however no conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the sys locked up. No pt injury was reported.